Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 2.7mmol/l with shakiness, tiredness and unsteadiness when walking and standing. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd match active basal program total or are as expected and basal history matches the active basal program settings. The bolus totals do not match. This report is being made due to the bg excursion the patient experienced due to a history settings issue.

Manufacturer narrative:
Follow-up #1 date of submission 06/28/2016-device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2016 with the following findings: evaluation revealed that the last basal delivery was on (B)(4) 2016. The last bolus delivered was a 0.40u bolus on (B)(6) 2016 at 12:10. Bolus totals in bolus history are consistent with bolus totals in tdd history at time of reported issue. Investigators performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. No eaw¿s occurred during testing. Unable to confirm or duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).